Event description:
Customer indicated that physician questioned high digoxin results for one specimen. Customer indicated that the specimen was sent out to be testing by another methodology and the second result was provided to the physician. A request for the sample in question has been made for further investigation into the incident.